Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the central sterile has discovered a artic surface that is missing a spring on the prong. This did not delay a case, no one was injured. I am returning piece.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary examination of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.